Manufacturer narrative:
(B)(4) during a procedure, it was reported that the stand-by impedance displayed on stockert was 180 ohms while during ablation there were spiked to 210 ohms within a second. Troubleshooting was performed by exchanging cables and the indifferent electrode. The lab staff connected an indifferent electrode splitter, connected two indifferent electrodes and the impedance decreased to 150 ohms pre-ablation. During ablation, impedance spiked to 250 ohms and stockert was exchanged. Impedance remained displaying 180 ohms in stand-by mode. A new indifferent electrode was connected on the patient's right flank and impedance continued displaying 170 ohms in stand-by mode. No further ablation was performed. The procedure was continued without resolving the issue and no patient consequences. Upon requesting further information, on february 18th, received information that one of the two catheters involved in this event, char was found on one side of the distal electrode. The volume of it was considerable found to be a potential risk for the patient. The returned device was visually inspected and was found in good physical condition. However, and based on the response provided by the customer on the follow-up questions, char was found on the tip dome but it was not observed during the catheter analysis. Per the reported event and char, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not confirmed. The root cause of char remains unknown.

Event description:
During a procedure, it was reported that the stand-by impedance displayed on stockert was 180 ohms while during ablation there were spiked to 210 ohms within a second. Prior to this, the map cable and redel cable were exchanged with new cables (non-reprocessed), as well as the rf adaptor cable with no resolution. An indifferent electrode (competitor's product) was also exchanged and moved from the left thigh to the right thigh of the patient without any decrease in impedance. Ablation was attempted at the mitral annulus. The lab staff connected an indifferent electrode splitter, connected two indifferent electrodes and the impedance decreased to 150 ohms pre-ablation. During ablation, impedance spiked to 250 ohms. Further troubleshooting was performed, stockert was exchanged and impedance remained displaying 180 ohms in stand-by mode with one patch connected. A new indifferent electrode was connected on the patient's right flank (closer to patient's heart) and impedance continued displaying 170 ohms in stand-by mode. No further ablation was performed. The procedure was continued without resolving the issue and no patient consequences. On (B)(6), received additional information requested from bwi representative stating that the generator was in temperature control mode with power and temperature settings at 50 watts and 65 degrees celsius. The impedance cut off was set to 250 ohms. Radiofrequency delivery was suspended due to the impedance cut off reached; the standard high impedance error was displayed. There was approximately less than one millimeter of char on the first catheter (navistar electrophysiology catheter / lot # unknown) and the physician did not think it was significant. The second catheter (navistar electrophysiology catheter / lot # 15971432m) upon further examination after the case, char was found on one side of the distal electrode. There were no patient complications due to the impedance spike.

Manufacturer narrative:
In addition to this information received, there were pictures sent of the second catheter. It was determined that due to the excessive char observed on the pictures, this complaint became reportable. Awareness date changed from (B)(6) to (B)(6) 2014. (B)(4).